Event description:
It was reported that the closure device detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The was positioned in the laa and the wds was inserted in. There were 4 partial recaptures in order to get the device into proper position. The closure device was deployed again in the laa and all the release criteria were met. Prior to releasing the device the physician decided it would be best to cardiovert the patient due to the patient being in atrial fibrillation. After the cardioversion was performed the closure device became detached from the core wire. The device was still in an acceptable position and there was no patient injury that occurred. The patient was doing fine following these events.